Event description:
A malfunction alarm was reported, but there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump successfully, resolving the issue without recurrence. Technical support advised the customer to contact them again if the malfunction reappeared, and the customer agreed to this plan.